Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that the patient reported that about a week ago they noticed the therapy stopped working because they were starting to be constipated. The patient called their managing healthcare provider(hcp), but hadn't heard back from them. The patient mentioned that they had a diagnostic ultrasound of some places on their back (unrelated to the ins) before they noticed the therapy issue, so they wondered if the ultrasound turned off the ins. Agent reviewed diagnostic ultrasound compatibility guidelines. The patient's representative assisted the patient with checking the status of the ins. The patient's representative confirmed therapy was turned on. Agent reviewed programming considerations. The patient decided to increase stimulation and confirmed they felt stimulation when they increased it. The patient confirmed the stimulation was comfortable. The patient will maintain stimulation level and monitor symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.